Event description:
A male underwent aaa repair in 2009. After the physician placed the top stent, the physician completed the procedure following steps. The physician did angiography and recognized endoleak on proximal portion (1820334-2009-00719) and contralateral distal portion. The physician did additional procedure and placed another manufacturer's stent to the proximal portion by pvt catheter, and then placed another manufacturer's leg to the contralateral distal portion. The patient's proximal portion endoleak was resolved, but there was still slight endoleak at the contralateral distal portion. So the physician decided to keep under observation. Eleven months later, the patient's endoleak resolved.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions; proper ballooning sites; the importance of an accurate deployment. Without images or additional information we are unable to determine a root cause. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.